Event description:
Patient called (B)(4) to report a pump malfunction. Her current pump is beeping. No information displayed on screen, and pump is getting warm. Sn#(B)(4) due for maint 02/16/2019. Patient is switching to back up pump and a replacement set up for delivery. Reported to (B)(4) by: patient/caregiver. Dose or amount: 74 mg/kg/min. Frequency: continuous. Route: sub q. Dates of use: (B)(6) 2015 to (B)(6) 2018. Diagnosis or reason for use: primary pulmonary hypertension.